Event description:
It was observed that during the device evaluation, the camera head exhibited an endoscopic image that could not be displayed, water tightness that was lost, and dirt on head unit. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the endoscopic image cannot be displayed was due to a disconnection in the cable unit and the water tightness lost was due poor water tightness in the cable unit. The most probable cause of the complaint was traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.